Manufacturer narrative:
The aviator plate and four aviator screws were returned for evaluation. No visual anomalies were identified on the screws. The screw placed in the lower level on the left where the locking mechanism is fractured migrated out of the plate. The remaining three screws are concomitant. It cannot be determined which screw migrated. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Communication with the surgeon suggests that there were no complications in the index surgery and all screws were locked. The surgeon does not recall if the plate was bent to accommodate patient's anatomy nor other details regarding the initial surgery. X-rays were taken 6 weeks post-operatively, and no issues were identified. Further follow ups indicated that the patient had fused. Approximately 3 years after the initial surgery, the patient reported difficulty with swallowing. Upon follow up x-rays, it was noticed that one of the screws migrated ¾ out of the plate. The swallow study was done and the screw was almost parallel to the spine, and it was is moving with swallowing. Endoscopic examination of the esophagus was done and revealed no damage. Revision surgery was performed to explant all four screws and the plate. The hardware was implanted for approximately three years and the patient fused. Per the surgical technique, stryker spine devices are indicated for treatment of fracture or stabilization of a surgical site during the normal bone consolidation process. Patients involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) may be at increased risk for failure of the fusion and/or the device. Surgeons must instruct patients in detail about the limitations of the implants, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly. The procedure will not restore function to the level expected with a normal, healthy spine, and surgeons should counsel patient to not have unrealistic functional expectations. The procedure will not restore function to the level expected with a normal, healthy spine, and surgeons should counsel patient to not have unrealistic functional expectations. Potential root causes of screw migration 3 years after the surgery: excessive post-op activity by patient (not recommended by surgeon), patient does not follow surgeon instructions, patient over exerts. As the hardware was implanted for three years, and the patient fused, the stryker device accomplished it's intended use. However, a specific root cause cannot be determined conclusively.

Event description:
It was reported that while explanting an aviator plate during a revision acdf procedure, approximately 3 years after index surgery, the locking mechanism of the plate was observed to be broken. Additional information received from the surgeon also states that one aviator variable screw had migrated at c6, the level where the locking mechanism of the plate fractured. The patient was revised to remove the construct. This record captures the migrated aviator variable screw.

Event description:
It was reported that while explanting an aviator plate during a revision acdf procedure approximately 3 years after index surgery, the locking mechanism of the plate was observed to be broken. Additional information received from the surgeon also states that one aviator variable screw had migrated at c6, the level where the locking mechanism of the plate fractured. The patient was revised to remove the construct. This record captures the migrated aviator variable screw.